Manufacturer narrative:
The system remains in use. The cause of the reported patient symptom was most likely due to a csf (cerebrospinal fluid) leak which was treated with an epidural blood patch (ebp). An ebp is a procedure that is commonly used to treat csf leaks. It is likely that a csf leak had occurred during the implant procedure but could not be confirmed as there was no reported indication of csf leak at the time of implant. Evoke scs system surgical guide lists cerebrospinal fluid (csf) as a potential risk associated with the implantation and use of a spinal cord stimulation system.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system, reported headache. A blood patch was administered, and the patient was kept overnight for observation. The patient reported the headache resolved but had pain at the injection site the next day.